Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor electrode broken and missing broken part.

Event description:
The customer reported via phone call that insulin pump had partly remove the needle but notices that a little wire was sticking. The blood glucose at the time of the incident was 141 mg/dl. The device will be returned for analysis.